Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. It was reported that the patient experienced a skin reaction with an infection which occurred nine days after the sensor had been inserted in the arm. The patient developed redness, inflammation, and pustules at the needle puncture site. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2023, the patient consulted a physician over the phone who prescribed keflex tablets (unspecified) four times per day for 10 days. The patient was ok well after treatment. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).